Event description:
User experienced a leak from behind the ise unit and onto the floor. No pt samples were involved and no operators were harmed. The field svc rep determined the waste drain for the ise sample probe rinse station was blocked. He shortened the waste line for the rinse station and flushed the line to clear the obstruction.